Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown m2a magnum head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00847. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that a patient has been indicated for left total hip arthroplasty revision approximately ten (10) years post-implantation. The patient is allegedly experiencing significant pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitation of daily activities. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to failed mom devices with metallosis. No further information is available.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.